Event description:
The customer reported that the device had an ovp circuit failure. It was unknown how the issue was found. No patient or user harm reported. The v60 ventilator had an ovp circuit failure alarm. The device required the replacement of both pm pcba board and mc pcba board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/18/2022, 08/17/2022, 09/07/2022 and 10/10/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.